Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported hemorrhagic stroke and pneumonia could not be determined through this evaluation. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Stroke and bleeding are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient had pneumonia leading up to their death. They had a head computed tomography (CT) at an outside hospital, which showed stroke. The patient expired while there. The device operated as expected, and the death was not considered device related. The device was not returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2018 due to a hemorrhagic stroke. It was not known whether the outcome was device or therapy related.